Manufacturer narrative:
Concomitant medical products - model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2017. Model: 1158t, competitor lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) sounded an audible alert. The patients right ventricular (rv) lead had triggered an alert for out of range high/undefined pacing impedance. The rv lead trend shows a steady increase in impedance from implant. The lead also exhibits chronic high thresholds. No reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has been capped and replaced. No patient complications have been reported as a result of this event.